Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing was caught on a door handle and the cartridge patient line separated from the cartridge. Recommendation was made to load another cartridge. Customer's blood glucose level was not impacted.